Manufacturer narrative:
The meter was confirmed to exhibit a date and time issue. There is a known malfunction with the precision link software that can lead to incorrect date and time issues when the data is uploaded to a computer. This occurs when results obtained on a meter with incorrect date and time, are uploaded to precision link. Customers and retailers have been notified.

Event description:
A customer reported that the date and time on the display of their precision xtra blood glucose meter had changed. They reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.